Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated adverse events overview: (B)(4): unk - constructs: expedium: anterior this ip captures the serious adverse events of interest at 24 months postoperative: qty 1 csf (led to reoperation), qty 2 dural tear (led to reoperation), qty 1 foot drop, qty 2 headache (from additional reoperation), qty 1 low back pain, qty 1 pleural effusion, qty 1 recurrence tumor (led to reoperation), qty 1 recurrent tumor (treated with revision), qty 1 wound complication (from additional reoperation)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown expedium anterior construct/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing: (B)(6) study. At cohort implanted with the expedium anterior spine system. Exact quantities of products cannot be accurately determined as the report indicates a patient may experience more than one adverse event. Additionally some adverse events can be ongoing or recurrent that are noted at long term follow up. Adverse events of interest (not noted as serious) at 6 weeks postoperative: qty 1 abdominal bloating, qty 1 altered mentation, qty 3 back pain, qty 2 csf leak, qty 1 dural tear, qty 1 headache, qty 4 infection, qty 1 leg pain, qty 1 pleural effusion, qty 1 vertebral body fracture, qty 2 wound complication. Adverse events of interest (not noted as serious) 3 months postoperative: qty 1 back pain, qty 1 foot drop, qty 1 leg pain, qty 1 lower extremity paresthesia, qty 1 wound complication. Adverse events of interest (not noted as serious) 6 months postoperative: qty 1 back pain, qty 1 lower extremity motor and sensor abnormalities. Adverse events of interest (not noted as serious) 12 months postoperative: qty 1 acute blood loss anemia (additional reoperation), qty 1 back pain, qty 1 hardware failure (no details provided on specific hardware treated with revision), qty 1 infection, qty 2 leg pain, qty 1 lower extremity paresthesia, qty 1 rod fracture, qty 1 si joint edema. Adverse events of interest (not noted as serious) 24 months postoperative: qty 1 back pain, qty 1 csf (from additional reoperation), qty 2 dural tear, qty 1 fall, qty 1 foot drop, qty 2 headache (from additional reoperation), qty 1 lower extremity paresthesia, qty 1 low back pain, qty 1 pleural effusion, qty 1 sensory and motor abnormalities. Serious adverse events of interest intra-operative and prior to discharge: qty 1 acute blood loss anemia, qty 1 csf leak (treated with revision), qty 3 dural tear (qty 2 were treated with revision), qty 1 pleural tear, qty 1 spinal cord signal change (treated with revision), qty 1 le sensory and motor abnormalities, qty 1 neurogenic bladder, qty 1 pneumothorax. Serious adverse events of interest 6 weeks post operative: qty 1 csf leak, qty 1 headache, qty 1 infection, qty 1 pleural effusion, qty 1 wound infection. Serious adverse events of interest 6 months post operative: qty 1 lower extremity motor and sensor abnormalities. Serious adverse events of interest 12 months post operative: qty 1 acute blood loss anemia (additional reoperation), qty 1 hardware failure, qty 1 rod fracture (treated with revision). Serious adverse events of interest 12 months post operative: qty 1 csf leak, qty 2 dural tear , qty 1 foot drop, qty 2 headache, qty 1 low back pain, qty 1 pleural effusion, qty 1 wound complication. This report is for an unknown expedium anterior construct. This is report 1 of 1 for (B)(4).